Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the estimated longevity of this implantable device was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the estimated longevity of this implantable device was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. At the replacement procedure the estimated longevity was 14%. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable as product investigation results confirmed no evidence of premature battery depletion (pbd). Product investigation results are as follows: the returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the estimated longevity of this implantable device was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is expected to be returned for analysis. At the replacement procedure the estimated longevity was 14%. No additional adverse patient effects were reported.